Event description:
It was reported that during a lap ventral hernia procedure, the tip had broken off of the instrument. The tip was found on the back table. Used a second device of the same product code to complete the case. There was no pt consequence.